Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was in backup vvi mode. The patient was brought to the clinic and the device was successfully restored. The patient was in stable condition during and after the event.